Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the patient was very thin and did not want the ipg repositioned on the stomach area. No device malfunction was suspected. The patient underwent an explant procedure wherein the ipg and leads were removed.